Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace 60). During the procedure, while using the ace 60 through a neuron max 6f 088 long sheath (neuron max) for aspiration, the physician experienced resistance. Subsequently, the ace 60 was unable to aspirate and became flattened. Therefore, the physician decided to remove the ace 60 and encountered resistance while retracting the ace 60. The procedure was then completed using a new ace 60 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system ace 60 reperfusion catheter (ace 60) was kinked approximately 28.0, 52.0, 70.0, and 92.0 cm from the hub. The ace 60 was stretched approximately 103.0 cm from the hub to 128.0 cm from the hub, fractured approximately 128.0 cm from the hub, and ovalized approximately 129.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned device revealed the ace 60 was stretched, fractured, and ovalized. This type of damage typically occurs due to forceful retraction of the ace 60 against resistance. Further evaluation revealed the ace 60 was kinked in multiple locations throughout its length. This damage may have occurred due to forceful advancement of the ace 60 against resistance. The root cause of the initial resistance experienced by the physician could not be determined. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.